Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an 840 ventilator was unable to determine breath status. The ventilator was not on a patient at the time of the event. A service engineer (se) inspected the device and replaced the breath delivery (bd) printed circuit board (pcb). The unit passed all testing and operated within the manufacturing specifications.